Event description:
Home patient (hp) reported feeling nauseous and feverish while requesting instructions from baxter's technical assistance on how to discontinue apd therapy for the night using the homechoice cycler. Followup with the healthcare professional (hcp) reveals hp was admitted to the hospital and diagnosed with peritonitis. Hcp states the hp had a "yeast infection" and subsequently has had her catheter removed on 05/25/99. Neither the hp nor the hcp attribute peritonitis to the homechoice cycler; however, the hcp does not know what to attribute it to. Hcp states hp is known to use proper aseptic technique and incident was the hp's first peritonitis episode. According to the hcp, the hp has switched modalities from peritoneal dialysis to hemodialysis and has not yet been released from the hospital.